Event description:
The customer reports that they hung a new extension tubing to 3.5 french feeding og tube at 1213. Went to lunch break. At 1245, when placing the infant back into isolette from the kangaroo care it was discovered that the purple tip of the extension tubing had fallen out of the 3.5 french og. The purple tip was still connected to the extension tubing and the continuous feeding was leaking on the mom's gown. The infant was on continuous feeding and did not receive his feeding for a minimum of 45 minutes. Unrelated to the feeding event, the infant's status changed due to an upper airway issue and the feedings were place on hold for a short period (1215-1615) and piv was started with d10.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record file was reviewed indicating that product was released meeting all quality standard requirements. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A corrective action is not applicable at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.